Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump displayed a message reading "bolus not delivered." There was no indication that the product caused or contributed to an adverse event. No additional information was provided related to this complaint. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because an issue with the pump not delivering a bolus as intended may result in under delivery.